Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt's ins has not been functioning for about a year and inquired about MRI eligibility. Caller did not have further details as to why he ins was not working. Caller stated pt is in need of a head scan. Caller put pt's family member on the phone and they did not know why that pt had not been using the device and did not know why they stopped using it. Caller stated that pt has their external equipment with them and was currently charging the ins so that they could enable MRI mode. Troubleshooting was not required.  Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they haven't used the therapy for a year and a half because they had other medical issues going on in her body and she was taking care of them. Patient stated she is needing an MRI and she need to go through blood tests and they will not perform the MRI until they can see the MRI eligibility on the controller screen. Patient reported they used the device last night to charge the implant and the stimulation was 100 times stronger than what it was before and she felt like she was having a heart attack last night when she turned the stimulation on. Patient reported it felt like the implant was on fire and very painful and her whole left side of her body weakened and pulled every muscle on the left side. Patient mentioned she can't put any pressure or push herself up without hurting especially the elbow. Patient stated her entire body was engulfed with pain last night and she is still in pain with the ins off. Patient sta ted she could not see the incision area because it felt like it burnt. Patient services specialist asked patient to clarify if she is having pain in the area of the implant and patient said she is still having pain and weakness where the implant is located. Patient stated they turned off the ins and she did not want to use the device again. Patient service (ps) reviewed device function and recommend patient consult with healthcare provider ofc for next steps.  Patient stated she left a message today for rep  about the issue. While ps was speaking to patient the call was dropped, ps called patient back and left vm to call if necessary. Patient mentioned the incident where the stimulation felt strong happened once before and rep was able to fix it over the phone.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.